Event description:
User alleged system was inaccurate. Received 4.5 mm registration (spec < 10) but visual verification showed locatable guide (lg) was 3 cm from main carina (mc). Lg cable was replaced without re-registration and visual verification was acceptable. Navigation and biopsy of lesion #1 was successful. Verification after biopsy showed lg was 3 cm from mc. Physician stopped procedure and did not attempt to biopsy lesion #2 due to reported inaccuracy. There was no harm or injury to pt.

Manufacturer narrative:
A sales rep was at the site during the case and reported that a component of the superdimension system, the locatable guide cable, was replaced. At this time, superdimension has not yet received and or processed the return.